Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: pump information from date of original complaint has been overwritten. Testing was unable to confirm or duplicate the complaint during investigation. The black box begins on (B)(4) 2013. The black box and history for the complaint on (B)(4) 2011 have been overwritten and are not available for review. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. The current daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification.

Event description:
On (B)(6) 2011, the rptr contacted animas on behalf of his daughter (the pt) and reported that she was taken to an emergency room (ER) and treated with IV fluids and insulin. The rptr claimed that the pt was vomiting, had ketones, and a blood glucose (bg) level of over 400 mg/dl. The animas representative involved in this contact reviewed troubleshooting for a bad site and reviewed guidelines for handling a high bg. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt received medical treatment for hyperglycemia and developed symptoms that can be associated with a serious injury.